Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015. The additional investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: a review of the device history records at lyon was conducted by integra qa analyst. There were no reported material non-conformances or variances associated with the inspection. A query found one additional customer complaint associated with faded depth markings on the large qwix® depth gauge, p/n (B)(4). Due to the low complaint frequency of two complaints in the past 6 ½ years and the fact that no new risks or adverse trends were identified, no corrective action is necessary. Conclusion: the likely root cause for this complaint was that multiple cleaning/sterilization cycles over the past three years have resulted in the gradual deterioration of the laser depth markings. Integra lifesciences continues to monitor the field for all complaints and customer feedback on the large qwix® system and action will be taken if any adverse trends are identified.

Event description:
It was reported the depth gauge in the set had such faint reading for depth it was unable to be read. We had to reverse the k wire to determine what size was needed. It was reported the device was in contact with the patient; however, there was no patient injury. There was a 5 min surgery delay.